Manufacturer narrative:
The peeling of the objective lens adhesive was found to be caused by deterioration or breakage of the adhesive due to chemical/physical stress. Further device evaluation found white spots in the image. The bending angulation was out of specification due to a stretched angle wire. Several components were observed to be scratched, demonstrating wear and damage due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the adhesive of the bending section cover of the endoeye flex deflectable videoscope was chipped. There was no report of patient harm or injury due to the event. The device was sent to an olympus service center for evaluation. Device inspection and testing confirmed the reported issue. In addition, the device inspection found the adhesive of the objective lens was peeling. This report is being submitted for the reportable malfunction of the adhesive of the objective lens peeling.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The initial medwatch. The aware date should be 27-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that peeling, chipping occurred due to impact such as dropping, repeated excessive wiping of the outer surface of the distal end, or chemical deterioration by chemical solutions. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.